Event description:
In an effort to provide high quality product and to meet and comply with industry documentation standards, paramed has recently revised the paraslyde/baraslyde operations manual. The new changes include additional detail for usage of the device with step-by-step instructions and warnings/cautions. Upon receipt of this manual, staff need to thoroughly review the manual and its contents to ensure instructions are followed in the event of an emergency evacuation. Also discard any previous manuals, including operations manual or the policy & procedure document.